Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus), iud in uterus, iud with structs outside uterus'), major depression ('psychological or psychiatric problems: depression/depressive psychosis/ major depressive disorder') and genital haemorrhage ('general abnormal bleeding') in a 41-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation in 2007, pregnancy, moniliasis vaginal, irregular menstrual cycle, abdominal pain lower, stomach cramps, soreness breast, vaginal pain, adenomyosis, moniliasis vaginal, stress, c-section (26aug1991 & 07feb1995), uterine ablation, pain ovarian, tumorectomy, tubo-ovarian abscess, abdominal distension, inflammatory bowel disease, mood disorder, dizziness, headache, seasonal allergy, candida stomatitis, allergic rhinitis, lumbar vertebra injury and motor vehicle accident. Essure confirmation test(s) conducted, specify - yes (per pfs, no further information provided). Previously administered products included for an unreported indication: nicon-28 from 1998 to 2005, librax from 1998 to 2005, wellbutrin from 1998 to 2005, provera from 1998 to 2005, wellbutrin, librax and robaxin. Concurrent conditions included upper respiratory infection, epigastric discomfort, pain in hip, pain in extremity, thyroid nodule, muscle spasm, dysphagia, fibroma, shoulder pain, rectal bleeding, colitis, skin eruption, general body pain, injection site bruising, sleep problem, neck strain, bursitis of knee, trochanteric bursitis, nervousness, multiple allergies, weakness generalized, libido decreased, fever, decreased appetite, pyelonephritis, cystitis, offensive vaginal discharge, colitis, bloody diarrhea, bowel movement irregularity, hypotension, diverticulitis, insomnia, neck pain, skin disorder, urinary incontinence, gastritis, gastroesophageal reflux disease and sweaty. Concomitant products included metoclopramide from (B)(6) 2018 to (B)(6) 2018 for abdominal pain generalized, alprazolam (xanax) from (B)(6) 2011 to (B)(6) 2018 for anxiety disorder, estrogens conjugated (premarin) for atrophy of vulva, nystatin for candida stomatitis, omeprazole (protonix) from (B)(6) 2006 to (B)(6) 2018 for epigastric discomfort, cyclobenzaprine for muscle spasm, ondansetron from (B)(6) 2018 to (B)(6) 2019 and promethazine for nausea, dexamethasone for pain in hip, codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2006 to (B)(6) 2008 and ibuprofen (motrin) from (B)(6) 2006 to (B)(6) 2017 for pain in hip, painful l arm, muscle spasm, myalgia, shoulder pain and fibroma as well as baclofen from (B)(6) 2014 to (B)(6) 2014, buspirone hydrochloride (buspirone hcl) from (B)(6) 2018 to (B)(6) 2019, butalbital;caffeine;paracetamol (butalbital apap caffeine), calcium, cefixime (flexeril) from (B)(6) 2010 to (B)(6) 2019, celecoxib, celecoxib (celebrex) from (B)(6) 2014 to (B)(6) 2014, citalopram hydrobromide (celexa) from (B)(6) 2014 to (B)(6) 2015, cyanocobalamin (vitamine b12) from (B)(6) 2010 to (B)(6) 2011, dicycloverine hydrochloride (bentyl), doxycycline hyclate, escitalopram oxalate (lexapro), esomeprazole from (B)(6) 2006 to (B)(6) 2008, fluoxetine hydrochloride (prozac) from (B)(6) 2015 to (B)(6) 2016, gabapentin (neurontin) from (B)(6) 2010 to (B)(6) 2011, liothyronine sodium (cytomel) from (B)(6) 2010 to (B)(6) 2011, meloxicam, metaxalone (skelaxin) from (B)(6) 2016 to (B)(6) 2016, methocarbamol (robaxin) from (B)(6) 2006 to (B)(6) 2008, metronidazole, montelukast sodium (singulair) from (B)(6) 2006 to (B)(6) 2019, morphine sulfate from (B)(6) 2016 to (B)(6) 2017, moxifloxacin (avelox) from (B)(6) 2006 to (B)(6) 2008, naproxen (naprosyn) from (B)(6) 2010 to (B)(6) 2010, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) from (B)(6) 2018 to (B)(6) 2019, pregabalin, pregabalin (lyrica) from (B)(6) 2014 to (B)(6) 2015, propranolol from (B)(6) 2016 to (B)(6) 2016, ranitidine hydrochloride (ranitidine hcl) from (B)(6) 2018 to (B)(6) 2019, risperidone, sucralfate from (B)(6) 2018 to (B)(6) 2019, topiramate from (B)(6) 2010 to (B)(6) 2016, tramadol, vitamin b complex from (B)(6) 2010 to (B)(6) 2011, vortioxetine hydrobromide (brintellix), vortioxetine hydrobromide (trintellix) from (B)(6) 2014 to (B)(6) 2016 and zolpidem tartrate (ambien). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced major depression (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems: anxiety/ psych injury"), pelvic pain ("pelvic pain"), perineal pain ("perineal pain"), abdominal pain ("abdominal pain"), flank pain ("flank pain"), the first episode of back pain ("low back pain") and suprapubic pain ("suprapubic pain"). In (B)(6) 2010, the patient experienced fibromyalgia ("autoimmune disorder: fibromyalgia") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("abnormal bleeding ( menorrhagia)"), pollakiuria ("bladder or urinary problems or changes: urinary frequency"), micturition urgency ("bladder or urinary problems or changes: urinary urgency"), nocturia ("bladder or urinary problems or changes: nocturia"), haematuria ("bladder or urinary problems or changes: hematuria"), urinary incontinence ("bladder or urinary problems or changes: urinary incontinence"), polyuria ("bladder or urinary problems or changes: polyuria"), dysuria ("bladder or urinary problems or changes: dysuria"), proteinuria ("bladder or urinary problems or changes: proteinuria"), constipation ("gastrointestinal or digestive system condition: constipation"), diarrhoea ("gastrointestinal or digestive system condition: diarrhea"), alopecia ("hair loss"), nausea ("nausea"), myalgia ("other injury(ies) or complication(s): myalgia"), myositis ("myositis"), malaise ("malaise"), amenorrhoea ("amenorrhea") and ingrowing nail ("ingrowing nail"). In 2012, the patient experienced migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced uterine perforation (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), device expulsion ("partial expulsion"), dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hormonal changes: hot flashes"), vaginal infection ("infection (bladder/ urinary tract/ vaginal): vaginitis"), vulvovaginitis ("vulvovaginitis"), vulvovaginal mycotic infection ("yeast infection"), urinary tract infection ("urinary tract infection"), atrophic vulvovaginitis ("atrophic vaginitis"), bladder disorder ("bladder/urinary problems- bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), female sexual dysfunction ("apareunia"), allergy to metals ("nickel allergy"), hypersensitivity ("allergic or hypersensitivity"), the second episode of back pain ("lower back pain") and pain in extremity ("hand pain"). The patient was treated with azithromycin, butalbital;caffeine;paracetamol (fioricet), cefalexin monohydrate (keflex), clarithromycin (macrobid), doxycycline, duloxetine hydrochloride (cymbalta), fluconazole (diflucan), fluconazole (fluconazol), hydrocodone, hydrocodone bitartrate;paracetamol (norco), metronidazole (metrogel), oxycodone hydrochloride (oxycontin), paracetamol (acetaminophen), phenazopyridine hydrochloride (pyridium), promethazine, propranolol hydrochloride (inderal), sulfamethoxazole;trimethoprim (bactrim ds), sulfamethoxazole;trimethoprim (septra), sumatriptan (imitrex), terconazole (terconazol) and ciprofloxacin betain (cipro). At the time of the report, the uterine perforation, major depression, genital haemorrhage, device expulsion, vaginal haemorrhage, menorrhagia, fibromyalgia, pollakiuria, micturition urgency, nocturia, haematuria, urinary incontinence, polyuria, dysuria, proteinuria, dysmenorrhoea, dyspareunia, fatigue, constipation, diarrhoea, alopecia, hot flush, vaginal infection, vulvovaginitis, vulvovaginal mycotic infection, urinary tract infection, atrophic vulvovaginitis, migraine, nausea, anxiety, vaginal discharge, weight increased, myalgia, myositis, malaise, amenorrhoea, ingrowing nail, pelvic pain, perineal pain, abdominal pain, flank pain, suprapubic pain, bladder disorder, urinary tract disorder, female sexual dysfunction, allergy to metals, hypersensitivity, the last episode of back pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amenorrhoea, anxiety, atrophic vulvovaginitis, bladder disorder, constipation, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, fibromyalgia, flank pain, genital haemorrhage, haematuria, hot flush, hypersensitivity, ingrowing nail, major depression, malaise, menorrhagia, micturition urgency, migraine, myalgia, myositis, nausea, nocturia, pain in extremity, pelvic pain, perineal pain, pollakiuria, polyuria, proteinuria, suprapubic pain, urinary incontinence, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, vulvovaginitis, weight increased, the first episode of back pain and the second episode of back pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date previously reported as (B)(6) 2005. Current weight 184 lbs. Received treatment for pain, psych injury, bladder/urinary problems-yes diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2017: there is an intrauterine device with the appearance of the distal struts projecting outside the uterus lumen. Correlate for correct placement. Imaging procedure - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs received. Lab data added.events apareunia, nickel allergy, allergic reaction, hand pain and lower back pain added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus), iud in uterus, iud with structs outside uterus'), device expulsion ('partial expulsion') and major depression ('psychological or psychiatric problems: depressive psychosis/ major depressive disorder') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation in 2007, pregnancy, moniliasis vaginal, irregular menstrual cycle, abdominal pain lower, stomach cramps, soreness breast, vaginal pain, adenomyosis, moniliasis vaginal, stress, c-section ((B)(6)), uterine ablation, pain ovarian, tumorectomy, ovarian abscess, abdominal distension, inflammatory bowel disease, mood disorder, dizziness, headache, seasonal allergy, candida stomatitis, allergic rhinitis, lumbar vertebra injury and motor vehicle accident. Essure confirmation test(s) conducted, specify - yes (per pfs, no further information provided). Previously administered products included for an unreported indication: nicon-28 from 1998 to 2005, librax from 1998 to 2005, wellbutrin from 1998 to 2005, provera from 1998 to 2005, wellbutrin, librax and robaxin. Concurrent conditions included upper respiratory infection, epigastric discomfort, pain in hip, pain in extremity, thyroid nodule, muscle spasm, dysphagia, fibroma, shoulder pain, rectal bleeding, colitis, skin eruption, general body pain, bruising, sleep problem, neck strain, bursitis of knee, trochanteric bursitis, nervousness, multiple allergies, weakness generalized, libido decreased, fever, decreased appetite, pyelonephritis, cystitis, vaginal odor, colitis, bloody diarrhea, bowel movement irregularity, hypotension, diverticulitis, insomnia, neck pain, skin disorder, urinary incontinence, gastritis, gastroesophageal reflux disease and sweaty. Concomitant products included metoclopramide from (B)(6) 2018 to (B)(6) 2018 for abdominal pain generalized, alprazolam (xanax) from (B)(6) 2011 to (B)(6) 2018 for anxiety disorder, estrogens conjugated (premarin) for atrophy of vulva, nystatin for candida stomatitis, omeprazole (protonix) from (B)(6) 2006 to (B)(6) 2018 for epigastric discomfort, cyclobenzaprine for muscle spasm, ondansetron from (B)(6) 2018 to (B)(6) 2019 and promethazine for nausea, dexamethasone for pain in hip, codeine phosphate; paracetamol (tylenol with codeine no.3) from (B)(6) 2006 to (B)(6) 2008 and ibuprofen (motrin) from (B)(6) 2006 to (B)(6) 2017 for pain in hip, painful l arm, muscle spasm, myalgia, shoulder pain and fibroma as well as baclofen from (B)(6) 2014 to (B)(6) 2014, buspirone hydrochloride (buspirone hcl) from (B)(6) 2018 to (B)(6) 2019, butalbital; caffeine; paracetamol (butalbital apap caffeine), calcium, cefixime (flexeril) from (B)(6) 2010 to (B)(6) 2019, celecoxib, celecoxib (celebrex) from (B)(6) 2014 to (B)(6) 2014, citalopram hydrobromide (celexa) from (B)(6) 2014 to (B)(6) 2015, cyanocobalamin (vitamine b12) from (B)(6) 2010 to (B)(6) 2011, dicycloverine hydrochloride (bentyl), doxycycline hyclate, escitalopram oxalate (lexapro), esomeprazole from (B)(6) 2006 to (B)(6) 2008, fluoxetine hydrochloride (prozac) from (B)(6) 2015 to (B)(6) 2016, gabapentin (neurontin) from (B)(6) 2010 to (B)(6) 2011, liothyronine sodium (cytomel) from (B)(6) 2010 to (B)(6) 2011, meloxicam, metaxalone (skelaxin) from (B)(6) 2016 to (B)(6) 2016, methocarbamol (robaxin) from (B)(6) 2006 to (B)(6) 2008, metronidazole, montelukast sodium (singulair) from (B)(6) 2006 to (B)(6) 2019, morphine sulfate from (B)(6) 2016 to (B)(6) 2017, moxifloxacin (avelox) from (B)(6) 2006 to (B)(6) 2008, naproxen (naprosyn) from (B)(6) 2010 to (B)(6) 2010, oxycodone hydrochloride; paracetamol (oxycodone and acetaminophen) from (B)(6) 2018 to (B)(6) 2019, pregabalin, pregabalin (lyrica) from (B)(6) 2014 to (B)(6) 2015, propranolol from (B)(6) 2016 to (B)(6) 2016, ranitidine hydrochloride (ranitidine hcl) from (B)(6) 2018 to (B)(6) 2019, risperidone, sucralfate from (B)(6) 2018 to (B)(6) 2019, topiramate from (B)(6) 2010 to (B)(6) 2016, tramadol, vitamin b complex from (B)(6) 2010 to (B)(6) 2011, vortioxetine hydrobromide (brintellix), vortioxetine hydrobromide (trintellix) from (B)(6) 2014 to (B)(6) 2016 and zolpidem tartrate (ambien). In 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced anxiety ("psychological or psychiatric problems: anxiety"), depression ("psychological or psychiatric problems: depression"), major depression (seriousness criterion medically significant), pelvic pain ("pelvic pain"), perineal pain ("perineal pain"), abdominal pain ("abdominal pain"), flank pain ("flank pain"), back pain ("low back pain") and suprapubic pain ("suprapubic pain"). In (B)(6) 2010, the patient experienced fibromyalgia ("autoimmune disorder: fibromyalgia") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("abnormal bleeding ( menorrhagia)"), pollakiuria ("bladder or urinary problems or changes: urinary frequency"), micturition urgency ("bladder or urinary problems or changes: urinary urgency"), nocturia ("bladder or urinary problems or changes: nocturia"), haematuria ("bladder or urinary problems or changes: hematuria"), urinary incontinence ("bladder or urinary problems or changes: urinary incontinence"), polyuria ("bladder or urinary problems or changes: polyuria"), dysuria ("bladder or urinary problems or changes: dysuria"), proteinuria ("bladder or urinary problems or changes: proteinuria"), constipation ("gastrointestinal or digestive system condition: constipation"), diarrhoea ("gastrointestinal or digestive system condition: diarrhea"), alopecia ("hair loss"), nausea ("nausea"), myalgia ("other injury(ies) or complication(s): myalgia"), myositis ("myositis"), malaise ("malaise"), amenorrhoea ("amenorrhea") and ingrowing nail ("ingrowing nail"). In 2012, the patient experienced migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced uterine perforation (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hormonal changes: hot flashes"), vaginal infection ("infection (bladder/ urinary tract/ vaginal): vaginitis"), vulvovaginitis ("vulvovaginitis"), vulvovaginal mycotic infection ("yeast infection"), urinary tract infection ("urinary tract infection") and atrophic vulvovaginitis ("atrophic vaginitis"). The patient was treated with azithromycin, butalbital;caffeine;paracetamol (fioricet), cefalexin monohydrate (keflex), clarithromycin (macrobid), doxycycline, duloxetine hydrochloride (cymbalta), fluconazole (diflucan), fluconazole (fluconazol), hydrocodone, hydrocodone bitartrate; paracetamol (norco), metronidazole (metrogel), oxycodone hydrochloride (oxycontin), paracetamol (acetaminophen), phenazopyridine hydrochloride (pyridium), promethazine, propranolol hydrochloride (inderal), sulfamethoxazole;trimethoprim (bactrim ds), sulfamethoxazole; trimethoprim (septra), sumatriptan (imitrex), terconazole (terconazol) and ciprofloxacin betain (cipro). At the time of the report, the uterine perforation, device expulsion, vaginal haemorrhage, menorrhagia, fibromyalgia, pollakiuria, micturition urgency, nocturia, haematuria, urinary incontinence, polyuria, dysuria, proteinuria, dysmenorrhoea, dyspareunia, fatigue, constipation, diarrhoea, alopecia, hot flush, vaginal infection, vulvovaginitis, vulvovaginal mycotic infection, urinary tract infection, atrophic vulvovaginitis, migraine, nausea, anxiety, depression, major depression, vaginal discharge, weight increased, myalgia, myositis, malaise, amenorrhoea, ingrowing nail, pelvic pain, perineal pain, abdominal pain, flank pain, back pain and suprapubic pain outcome was unknown. The reporter considered abdominal pain, alopecia, amenorrhoea, anxiety, atrophic vulvovaginitis, back pain, constipation, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, dysuria, fatigue, fibromyalgia, flank pain, haematuria, hot flush, ingrowing nail, major depression, malaise, menorrhagia, micturition urgency, migraine, myalgia, myositis, nausea, nocturia, pelvic pain, perineal pain, pollakiuria, polyuria, proteinuria, suprapubic pain, urinary incontinence, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, vulvovaginitis and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date previously reported as (B)(6) 2005. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2017: there is an intrauterine device with the appearance of the distal struts projecting outside the uterus lumen. Correlate for correct placement. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2019: pfs and mr receive ¿ case becomes valid with incident. Previously reported event injury nos was removed. New events perforation (uterus), iud in uterus, iud with structs outside uterus, partial expulsion, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), autoimmune disorder: fibromyalgia, bladder or urinary problems or changes: urinary frequency, urinary urgency, nocturia, hematuria, urinary incontinence, polyuria, dysuria, proteinuria, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition: constipation, diarrhea, hair loss, hormonal changes: hot flashes, infection (bladder/ urinary tract/ vaginal): vaginitis, vulvovaginitis, yeast infection, urinary tract infection, atrophic vaginitis, migraines / headaches, nausea, psychological or psychiatric problems: anxiety, depression, depressive psychosis/ major depressive disorder, vaginal discharge, weight gain/ loss (specify which one) weight gain, other injury(ies) or complication(s): myalgia, myositis, malaise, amenorrhea, ingrowing nail, pelvic pain, perineal pain, abdominal pain, flank pain, low back pain and suprapubic pain were added. Product information indication and date insertion were updated. Patient information date of birth and race were added. New reporter and consumer address were added. Medical history lab data and concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus), iud in uterus, iud with structs outside uterus') and major depression ('psychological or psychiatric problems: depression/depressive psychosis/ major depressive disorder') in a 41-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation in 2007, pregnancy, moniliasis vaginal, irregular menstrual cycle, abdominal pain lower, stomach cramps, soreness breast, vaginal pain, adenomyosis, moniliasis vaginal, stress, c-section (B)(6)1991 & (B)(6)1995), uterine ablation, pain ovarian, tumorectomy, tubo-ovarian abscess, abdominal distension, inflammatory bowel disease, mood disorder, dizziness, headache, seasonal allergy, candida stomatitis, allergic rhinitis, lumbar vertebra injury and motor vehicle accident. Essure confirmation test(s) conducted, specify - yes (per pfs, no further information provided). Previously administered products included for an unreported indication: nicon-28 from 1998 to 2005, librax from 1998 to 2005, wellbutrin from 1998 to 2005, provera from 1998 to 2005, wellbutrin, librax and robaxin. Concurrent conditions included upper respiratory infection, epigastric discomfort, pain in hip, pain in extremity, thyroid nodule, muscle spasm, dysphagia, fibroma, shoulder pain, rectal bleeding, colitis, skin eruption, general body pain, injection site bruising, sleep problem, neck strain, bursitis of knee, trochanteric bursitis, nervousness, multiple allergies, weakness generalized, libido decreased, fever, decreased appetite, pyelonephritis, cystitis, offensive vaginal discharge, colitis, bloody diarrhea, bowel movement irregularity, hypotension, diverticulitis, insomnia, neck pain, skin disorder, urinary incontinence, gastritis, gastroesophageal reflux disease, sweaty, carpal tunnel syndrome and epicondylitis. Concomitant products included metoclopramide from (B)(6)2018 to (B)(6)2018 for abdominal pain generalized, alprazolam (xanax) from (B)(6)2011 to (B)(6)2018 for anxiety disorder, estrogens conjugated (premarin) for atrophy of vulva, nystatin for candida stomatitis, omeprazole (protonix) from (B)(6)2006 to (B)(6)2018 for epigastric discomfort, cyclobenzaprine for muscle spasm, ondansetron from (B)(6)2018 to (B)(6)2019 and promethazine for nausea, dexamethasone for pain in hip, codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6)2006 to (B)(6)2008 and ibuprofen (motrin) from (B)(6)2006 to (B)(6)2017 for pain in hip, painful l arm, muscle spasm, myalgia, shoulder pain and fibroma as well as baclofen from (B)(6)2014 to (B)(6)2014, buspirone hydrochloride (buspirone hcl) from (B)(6)2018 to (B)(6)2019, butalbital;caffeine;paracetamol (butalbital apap caffeine), calcium, cefixime (flexeril) from (B)(6)2010 to (B)(6)2019, celecoxib, celecoxib (celebrex) from (B)(6)2014 to (B)(6)2014, citalopram hydrobromide (celexa) from (B)(6)2014 to (B)(6)2015, cyanocobalamin (vitamine b12) from (B)(6)2010 to (B)(6)2011, dicycloverine hydrochloride (bentyl), doxycycline hyclate, escitalopram oxalate (lexapro), esomeprazole from (B)(6)2006 to (B)(6)2008, fluoxetine hydrochloride (prozac) from (B)(6)2015 to (B)(6)2016, gabapentin (neurontin) from (B)(6)2010 to (B)(6)2011, liothyronine sodium (cytomel) from (B)(6)2010 to (B)(6)2011, meloxicam, metaxalone (skelaxin) from (B)(6)2016 to (B)(6)2016, methocarbamol (robaxin) from (B)(6)2006 to (B)(6)2008, metronidazole, montelukast sodium (singulair) from (B)(6)2006 to (B)(6)2019, morphine sulfate from (B)(6)2016 to (B)(6)2017, moxifloxacin (avelox) from (B)(6)2006 to (B)(6)2008, naproxen (naprosyn) from (B)(6)2010 to (B)(6)2010, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) from (B)(6)2018 to (B)(6)2019, pregabalin, pregabalin (lyrica) from (B)(6)2014 to (B)(6)2015, propranolol from (B)(6)2016 to (B)(6)2016, ranitidine hydrochloride (ranitidine hcl) from (B)(6)2018 to (B)(6)2019, risperidone, sucralfate from (B)(6)2018 to (B)(6)2019, topiramate from (B)(6)2010 to (B)(6)2016, tramadol, vitamin b complex from (B)(6)2010 to (B)(6)2011, vortioxetine hydrobromide (brintellix), vortioxetine hydrobromide (trintellix) from (B)(6)2014 to (B)(6)2016 and zolpidem tartrate (ambien). On (B)(6)2007, the patient had essure (ess205) inserted. In 2008, the patient experienced major depression (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems: anxiety/ psych injury"), pelvic pain ("pelvic pain"), perineal pain ("perineal pain"), abdominal pain ("abdominal pain"), flank pain ("flank pain"), the first episode of back pain ("low back pain") and suprapubic pain ("suprapubic pain"). In (B)(6)2010, the patient experienced fibromyalgia ("autoimmune disorder: fibromyalgia") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("abnormal bleeding ( menorrhagia)"), pollakiuria ("bladder or urinary problems or changes: urinary frequency"), micturition urgency ("bladder or urinary problems or changes: urinary urgency"), nocturia ("bladder or urinary problems or changes: nocturia"), haematuria ("bladder or urinary problems or changes: hematuria"), urinary incontinence ("bladder or urinary problems or changes: urinary incontinence"), polyuria ("bladder or urinary problems or changes: polyuria"), dysuria ("bladder or urinary problems or changes: dysuria"), proteinuria ("bladder or urinary problems or changes: proteinuria"), constipation ("gastrointestinal or digestive system condition: constipation"), diarrhoea ("gastrointestinal or digestive system condition: diarrhea"), alopecia ("hair loss"), nausea ("nausea"), myalgia ("other injury(ies) or complication(s): myalgia"), myositis ("myositis"), malaise ("malaise"), amenorrhoea ("amenorrhea") and ingrowing nail ("ingrowing nail"). In 2012, the patient experienced migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced uterine perforation (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), device expulsion ("partial expulsion"), dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hormonal changes: hot flashes"), vaginal infection ("infection (bladder/ urinary tract/ vaginal): vaginitis"), vulvovaginitis ("vulvovaginitis"), vulvovaginal mycotic infection ("yeast infection"), urinary tract infection ("urinary tract infection"), atrophic vulvovaginitis ("atrophic vaginitis"), bladder disorder ("bladder/urinary problems- bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), female sexual dysfunction ("apareunia"), allergy to metals ("nickel allergy"), hypersensitivity ("allergic or hypersensitivity"), the second episode of back pain ("lower back pain"), pain in extremity ("hand pain") and neuralgia ("neurological pain"). The patient was treated with azithromycin, butalbital;caffeine;paracetamol (fioricet), cefalexin monohydrate (keflex), clarithromycin (macrobid), doxycycline, duloxetine hydrochloride (cymbalta), fluconazole (diflucan), fluconazole (fluconazol), hydrocodone, hydrocodone bitartrate;paracetamol (norco), metronidazole (metrogel), oxycodone hydrochloride (oxycontin), paracetamol (acetaminophen), phenazopyridine hydrochloride (pyridium), promethazine, propranolol hydrochloride (inderal), sulfamethoxazole;trimethoprim (bactrim ds), sulfamethoxazole;trimethoprim (septra), sumatriptan (imitrex), terconazole (terconazol) and ciprofloxacin betain (cipro). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, major depression, genital haemorrhage, device expulsion, vaginal haemorrhage, menorrhagia, fibromyalgia, pollakiuria, micturition urgency, nocturia, haematuria, urinary incontinence, polyuria, dysuria, proteinuria, dysmenorrhoea, dyspareunia, fatigue, constipation, diarrhoea, alopecia, hot flush, vaginal infection, vulvovaginitis, vulvovaginal mycotic infection, urinary tract infection, atrophic vulvovaginitis, migraine, nausea, anxiety, vaginal discharge, weight increased, myalgia, myositis, malaise, amenorrhoea, ingrowing nail, pelvic pain, perineal pain, abdominal pain, flank pain, suprapubic pain, bladder disorder, urinary tract disorder, female sexual dysfunction, allergy to metals, hypersensitivity, the last episode of back pain, pain in extremity and neuralgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amenorrhoea, anxiety, atrophic vulvovaginitis, bladder disorder, constipation, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, fibromyalgia, flank pain, genital haemorrhage, haematuria, hot flush, hypersensitivity, ingrowing nail, major depression, malaise, menorrhagia, micturition urgency, migraine, myalgia, myositis, nausea, neuralgia, nocturia, pain in extremity, pelvic pain, perineal pain, pollakiuria, polyuria, proteinuria, suprapubic pain, urinary incontinence, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, vulvovaginitis, weight increased, the first episode of back pain and the second episode of back pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date previously reported as (B)(6)2005. Current weight 184 lbs. Received treatment for pain, psych injury, bladder/urinary problems-yes. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6)2017: there is an intrauterine device with the appearance of the distal struts projecting outside the uterus lumen. Correlate for correct placement.. Imaging procedure - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet received. Event per pfs: neurological pain. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus), iud in uterus, iud with structs outside uterus'), device expulsion ('partial expulsion'), major depression ('psychological or psychiatric problems: depressive psychosis/ major depressive disorder') and genital haemorrhage ('general abnormal bleeding') in a 41-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation in 2007, pregnancy, moniliasis vaginal, irregular menstrual cycle, abdominal pain lower, stomach cramps, soreness breast, vaginal pain, adenomyosis, moniliasis vaginal, stress, c-section ((B)(6) 1991 & (B)(6) 1995), uterine ablation, pain ovarian, tumorectomy, tubo-ovarian abscess, abdominal distension, inflammatory bowel disease, mood disorder, dizziness, headache, seasonal allergy, candida stomatitis, allergic rhinitis, lumbar vertebra injury and motor vehicle accident. Essure confirmation test(s) conducted, specify - yes (per pfs, no further information provided). Previously administered products included for an unreported indication: nicon-28 from 1998 to 2005, librax from 1998 to 2005, wellbutrin from 1998 to 2005, provera from 1998 to 2005, wellbutrin, librax and robaxin. Concurrent conditions included upper respiratory infection, epigastric discomfort, pain in hip, pain in extremity, thyroid nodule, muscle spasm, dysphagia, fibroma, shoulder pain, rectal bleeding, colitis, skin eruption, general body pain, injection site bruising, sleep problem, neck strain, bursitis of knee, trochanteric bursitis, nervousness, multiple allergies, weakness generalized, libido decreased, fever, decreased appetite, pyelonephritis, cystitis, offensive vaginal discharge, colitis, bloody diarrhea, bowel movement irregularity, hypotension, diverticulitis, insomnia, neck pain, skin disorder, urinary incontinence, gastritis, gastroesophageal reflux disease and sweaty. Concomitant products included metoclopramide from (B)(6) 2018 to (B)(6) 2018 for abdominal pain generalized, alprazolam (xanax) from (B)(6) 2011 to (B)(6) 2018 for anxiety disorder, estrogens conjugated (premarin) for atrophy of vulva, nystatin for candida stomatitis, omeprazole (protonix) from (B)(6) 2006 to (B)(6) 2018 for epigastric discomfort, cyclobenzaprine for muscle spasm, ondansetron from (B)(6) 2018 to (B)(6) 2019 and promethazine for nausea, dexamethasone for pain in hip, codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2006 to (B)(6) 2008 and ibuprofen (motrin) from (B)(6) 2006 to (B)(6) 2017 for pain in hip, painful l arm, muscle spasm, myalgia, shoulder pain and fibroma as well as baclofen from (B)(6) 2014 to (B)(6) 2014, buspirone hydrochloride (buspirone hcl) from (B)(6) 2018 to (B)(6) 2019, butalbital;caffeine;paracetamol (butalbital apap caffeine), calcium, cefixime (flexeril) from (B)(6) 2010 to (B)(6) 2019, celecoxib, celecoxib (celebrex) from (B)(6) 2014 to (B)(6) 2014, citalopram hydrobromide (celexa) from (B)(6) 2014 to (B)(6) 2015, cyanocobalamin (vitamine b12) from (B)(6) 2010 to (B)(6) 2011, dicycloverine hydrochloride (bentyl), doxycycline hyclate, escitalopram oxalate (lexapro), esomeprazole from (B)(6) 2006 to (B)(6) 2008, fluoxetine hydrochloride (prozac) from (B)(6) 2015 to (B)(6) 2016, gabapentin (neurontin) from (B)(6) 2010 to (B)(6) 2011, liothyronine sodium (cytomel) from (B)(6) 2010 to (B)(6) 2011, meloxicam, metaxalone (skelaxin) from (B)(6) 2016 to 2-sep-2016, methocarbamol (robaxin) from (B)(6) 2006 to 14-aug-2008, metronidazole, montelukast sodium (singulair) from (B)(6) 2006 to (B)(6) 2019, morphine sulfate from (B)(6) 2016 to (B)(6) 2017, moxifloxacin (avelox) from (B)(6) 2006 to (B)(6) 2008, naproxen (naprosyn) from (B)(6) 2010 to (B)(6) 2010, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) from (B)(6) 2018 to (B)(6) 2019, pregabalin, pregabalin (lyrica) from (B)(6) 2014 to (B)(6) 2015, propranolol from (B)(6) 2016 to (B)(6) 2016, ranitidine hydrochloride (ranitidine hcl) from (B)(6) 2018 to (B)(6) 2019, risperidone, sucralfate from (B)(6) 2018 to (B)(6) 2019, topiramate from (B)(6) 2010 to (B)(6) 2016, tramadol, vitamin b complex from (B)(6) 2010 to (B)(6) 2011, vortioxetine hydrobromide (brintellix), vortioxetine hydrobromide (trintellix) from (B)(6) 2014 to (B)(6) 2016 and zolpidem tartrate (ambien). In 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced anxiety ("psychological or psychiatric problems: anxiety/ psych injury"), depression ("psychological or psychiatric problems: depression"), major depression (seriousness criterion medically significant), pelvic pain ("pelvic pain"), perineal pain ("perineal pain"), abdominal pain ("abdominal pain"), flank pain ("flank pain"), back pain ("low back pain") and suprapubic pain ("suprapubic pain"). In february 2010, the patient experienced fibromyalgia ("autoimmune disorder: fibromyalgia") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("abnormal bleeding ( menorrhagia)"), pollakiuria ("bladder or urinary problems or changes: urinary frequency"), micturition urgency ("bladder or urinary problems or changes: urinary urgency"), nocturia ("bladder or urinary problems or changes: nocturia"), haematuria ("bladder or urinary problems or changes: hematuria"), urinary incontinence ("bladder or urinary problems or changes: urinary incontinence"), polyuria ("bladder or urinary problems or changes: polyuria"), dysuria ("bladder or urinary problems or changes: dysuria"), proteinuria ("bladder or urinary problems or changes: proteinuria"), constipation ("gastrointestinal or digestive system condition: constipation"), diarrhoea ("gastrointestinal or digestive system condition: diarrhea"), alopecia ("hair loss"), nausea ("nausea"), myalgia ("other injury(ies) or complication(s): myalgia"), myositis ("myositis"), malaise ("malaise"), amenorrhoea ("amenorrhea") and ingrowing nail ("ingrowing nail"). In 2012, the patient experienced migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced uterine perforation (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hormonal changes: hot flashes"), vaginal infection ("infection (bladder/ urinary tract/ vaginal): vaginitis"), vulvovaginitis ("vulvovaginitis"), vulvovaginal mycotic infection ("yeast infection"), urinary tract infection ("urinary tract infection"), atrophic vulvovaginitis ("atrophic vaginitis"), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder/urinary problems- bladder problems") and urinary tract disorder ("bladder/urinary problems: urinary problems"). The patient was treated with azithromycin, butalbital;caffeine; paracetamol (fioricet), cefalexin monohydrate (keflex), clarithromycin (macrobid), doxycycline, duloxetine hydrochloride (cymbalta), fluconazole (diflucan), fluconazole (fluconazol), hydrocodone, hydrocodone bitartrate;paracetamol (norco), metronidazole (metrogel), oxycodone hydrochloride (oxycontin), paracetamol (acetaminophen), phenazopyridine hydrochloride (pyridium), promethazine, propranolol hydrochloride (inderal), sulfamethoxazole;trimethoprim (bactrim ds), sulfamethoxazole;trimethoprim (septra), sumatriptan (imitrex), terconazole (terconazol) and ciprofloxacin betain (cipro). At the time of the report, the uterine perforation, device expulsion, vaginal haemorrhage, menorrhagia, fibromyalgia, pollakiuria, micturition urgency, nocturia, haematuria, urinary incontinence, polyuria, dysuria, proteinuria, dysmenorrhoea, dyspareunia, fatigue, constipation, diarrhoea, alopecia, hot flush, vaginal infection, vulvovaginitis, vulvovaginal mycotic infection, urinary tract infection, atrophic vulvovaginitis, migraine, nausea, anxiety, depression, major depression, vaginal discharge, weight increased, myalgia, myositis, malaise, amenorrhoea, ingrowing nail, pelvic pain, perineal pain, abdominal pain, flank pain, back pain, suprapubic pain, genital haemorrhage, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, amenorrhoea, anxiety, atrophic vulvovaginitis, back pain, bladder disorder, constipation, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, dysuria, fatigue, fibromyalgia, flank pain, genital haemorrhage, haematuria, hot flush, ingrowing nail, major depression, malaise, menorrhagia, micturition urgency, migraine, myalgia, myositis, nausea, nocturia, pelvic pain, perineal pain, pollakiuria, polyuria, proteinuria, suprapubic pain, urinary incontinence, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, vulvovaginitis and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date previously reported as 01-jan-2005. Current weight 184 lbs. Received treatment for pain, psych injury, bladder/urinary problems: yes. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on 13-dec-2017: there is an intrauterine device with the appearance of the distal struts projecting outside the uterus lumen. Correlate for correct placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: new pfs received- new events added;bleeding- general abnormal. Bleeding, bladder/urinary problems- bladder problems., urinary problems were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.